Event description:
Device issue: stent dislodged. Time of device issue: during the procedure. Adverse event: unintended stent placement. Onset of adverse event: during the procedure. It was reported that during advancement of the omnilink stent system through the bile duct, the stent dislodged from the delivery system. The delivery system balloon was inserted through the undeployed stent and was deployed in the bile duct at an unintended location. A non-abbott stent was delivered in the target lesion. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The delivery system was discarded. The lot number has been provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.